Manufacturer narrative:
One device was received. Per visual inspection, the front cover nicked and scratched, outdated printed circuit board (pcb) and power switch, quick connect corroded, microswitch lever bent, pole clamp discolored, line cord faded and worn, water tank contaminated, water tank cover cracked on all four corners. Functional testing confirmed the complaint. The cause was a faulty pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was failing the annual preventive maintenance, no alarms. There was no patient involvement, and no patient harm/adverse event reported.